Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter. The pt's blood glucose results were 382, 247mg/dl. Tests were done within 10 minutes with a difference of 38%. Pt did not experience any adverse events. No further info has been reported. Note: customer was using same finger stick.